Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an implant procedure, the physician was not able to advance the lead into the patient due to patient anatomy. As a result, the procedure was abandoned. During the surgery, the lead was explanted as documented on related manufacturer reference 1627487-2020-03226. During the surgery, the ipg was explanted as documented on related manufacturer reference 1627487-2020-03225.